Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream and upstream occlusion seals. The seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
During the device evaluation the downstream occlusion seal and the upstream occlusion seal were noted to be delaminating. The event happened during testing, there was no patient involvement.